Event description:
An 8mm by 19mm omnilink elite balloon expandable stent catheter was inserted into the right iliac artery. When inflated, the stent dislodged from the balloon and travelled distally. Omnilink then had to be retrieved via a snare wire and 6 french guide catheter.